Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was hospitalized this past year. The customer is unaware during hypoglycemic and hyperglycemic episodes. The customer was hospitalized once for a diabetic ketoacidosis with a high blood glucose level last year. The insulin pump had diminished battery life. Customer's blood glucose level was not reported. The device was not returned.